Event description:
It was reported that the patient experienced pain/discomfort at ipg site due to the ipg being implanted on the belt line. As such, surgical intervention took place on (B)(6) 2025 wherein the ipg was repositioned to a new pocket to address the issue. Reportedly, the pain has resolved.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.